Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07884. It was reported that the patient received a new right ventricular (rv) lead during a device upgrade procedure on (B)(6) 2020 with no complications and was sent to his room. Upon interrogation post-procedure, there was no ventricular capture. Further testing noted intermittent capture and high threshold in the rv lead. When the patient was lying flat, capture was evident. When the patient moved around, loss of capture happened along with intermittent capture. Programming changes were made. The patient was brought into the psychophysiology lab on (B)(6) 2020. Upon examination of the patient's chest under fluoroscopy, both atrial and ventricular leads were found dislodged. Both leads were repositioned with good results. The patient was in stable condition.